Event description:
MFR's rep reported pt death by suicide 2 days after infusion system implanted for pain relief. Post operatively, the pt had complained of headaches, nausea. The pt was given oral pain medication, as well as suppositories for nausea. Instructions were given for pt to return to physician for further intervention if headaches don't improve. The pump was programmed to deliver morphine 1mg/ml at 0.1 mg/day. If additional info becomes available a follow up report will be sent.